Event description:
It was stated that the patient was hospitalized with a low blood glucose of 16 mg/dl. The caller stated that the patient suffers from epilepsy, and she may have given herself too much insulin. The caller also stated that she was treated by the paramedics on (B)(6) 2014 for the same issue. He stated that she gave herself too much insulin. The caller did not feel the need to troubleshoot, but he did request a replacement pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.